Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a hole in the balloon was noted. Lesion details are unknown. During preparation, outside the patient's body, a hole was noticed in this 20 mm x 3.00 mm nc quantum apex mr balloon catheter and it was not able to inflate. The procedure was continued with another of the same nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a hole in the balloon was noted. Lesion details are unknown. During preparation, outside the patient's body, a hole was noticed in this 20mm x 3.00mm nc quantum apex mr balloon catheter and it was not able to inflate. The procedure was continued with another of the same nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.